Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that all electrical testing was within specified parameters. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both exhibited generally poor sensing including undersensing, and high thresholds which were also unstable. Both leads were unable to be repositioned. The leads were removed and replaced. No patient complications have been reported as a result of this event.